Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
The tech states that the tub is leaking from the door seals and from underneath the housing.